Manufacturer narrative:
On 26-jul-2023, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a char issue occurred. It was reported by the bwi representative, that while completing a procedure, when they removed the catheter from the body, they saw there was char on the tip. No troubleshooting was performed, as it was noticed at the end of the procedure. Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection, microscopic examination, temperature, impedance and patency test of the returned device were performed in accordance with bwi procedures. The device was visually inspected and thrombus/clot was found attached on the electrode of the device's tip. The temperature test was performed, and no issues were observed. A patency test was performed, and the device was not flushing correctly, then the dome was microscopically inspected, and it was found occluded with dry reddish material. The occlusion of the holes could be related to the thrombus/clot observed during the analysis and reported by the customer. Additionally, according to the pictures provided by the customer, char/thrombus/clot residues were observed on the tip, however, with the available information the potential cause cannot be determined. The char/thrombus/clot residues observed on the tip could be related to the irrigation issue reported by the customer. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The issues reported by the customer were confirmed. It should be noted that product failure is multifactorial. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: environment problem identified (c15) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the char/thrombus/clot issues. Investigation findings: operational problem identified (c13)/ investigation conclusions: cause not established (d15) / component code: dome (g04046) were selected as related to the customer's reported irrigation issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a char issue occurred. It was reported by the bwi representative, that while completing a procedure, when they removed the catheter from the body, they saw there was char on the tip. No troubleshooting was performed, as it was noticed at the end of the procedure. There were no error messages or problems during the procedure. There were no issues related to temperature or flow, however, the physician was worried about the lack of irrigation causing char build up. The smartablate generator was set to the correct catheter settings in power control mode on standard settings and the pump was switching from low to high flow during ablation. Normal temperature, 35-50w, and impedance around 100-180. Activated clotting time (act) was greater than 300 throughout the case. Duration of ablation was less than 60 seconds. Average contact force was 10 grams. There were no ablations that used forced above 40 g for any extended periods of time. Pre-ablation high setting was 0 seconds of pre ablation fluid. Heparinized normal saline was used. Respiratory gated and the recommended settings where used. Vizitag was set to 2mm and overlapped throughout the la.

Manufacturer narrative:
The product has not returned for analysis, however, a picture(s) were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).